Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires, "check therapy pad' messages, service code 204) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a broken solder joint connecting the rear pulse wires in the dn. The root cause for the broken solder joint was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a an electrode belt and reported that it had exposed wires and was causing excessive "check therapy pad" messages and a service code 204 (belt unusable).